Event description:
According to the reporter, on a laparoscopic wedge resection, when stapling on the lung tissue, the staple line was incomplete distally. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.